Event description:
Surgeon performing surgery on right eye using alcon infiniti phaco unit. The phacoemulsification (phaco) system being used was the intrepid 45 degrees kelman mini flared abs tip. All pre-op priming & tuning of handpiece was completed w/out problems noted. Surgeon & or tech noticed what they initially thought was bss spraying out of wound (eye incision). It was realized that what they were seeing was actually smoke. Surgeon removed phaco handpiece and examined tip. Surgeon states saw a bubble of fluid come out of side of sleeve of phaco tip indicating possible micro perforation of sleeve. Surgeon also stated there was a small cornea burn as a result. A new sleeve was placed over tip and surgery proceeded w/o incident. Person reporting this incident was informed of this incident after surgery completed and after pt was out of or. I was able to retrieve the sleeve in question but it had been torn during the sleeve exchange and micro perforation would not be able to be seen. Surgeon states she believes pt will be fine.